Manufacturer narrative:
The reported issue was unconfirmed, as the device met specifications during testing. The root cause of the reported issue could not be determined, as the returned sample met specifications during evaluation. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no kinks or collapse present. Hydrogel was intact with pad and not separated. No crushed dimples or signs of overlamination in the pads. The reported issue could not be verified without further testing. A DHR review is not required as the reported issue is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that low flow when in use of the arctic sun device and blockage alert. Upon checking, there was a sound of air leakage from the connector on the pad side. Per follow up information received via email on 19feb2024, unknown whether device be sent in for a bd-approved facility for evaluation. Unknown whether patient completed therapy on the original device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that low flow when in use of the arctic sun device and blockage alert. Upon checking, there was a sound of air leakage from the connector on the pad side.

Manufacturer narrative:
The reported issue was unconfirmed, as the device met specifications during testing. The root cause of the reported issue could not be determined, as the returned sample met specifications during evaluation. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no kinks or collapse present. Hydrogel was intact with pad and not separated. No crushed dimples or signs of overlamination in the pads. The reported issue could not be verified without further testing. A DHR review is not required as the reported issue is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. UDI related data quality updates only. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that low flow when in use of the arctic sun device and blockage alert. Upon checking, there was a sound of air leakage from the connector on the pad side. Per follow up information received via email on 19feb2024, unknown whether device be sent in for a bd-approved facility for evaluation. Unknown whether patient completed therapy on the original device.